Event description:
See initial report.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device: after turning on the device for three (3) minutes, a short circuit occurred. Therefore, the unit was shipped to livanova deutschland for further investigation and repair. The returned unit was inspected and issue was reproduced: short circuit after few minutes from power on. In order to solve the issue, the complete cooling circuit must be reassembled and due to the reassembling, the motors and the valve block need to be replaced. Based on the above, the repair is not recommended from an economic perspective, also according to the customer. Therefore, the device will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in liverpool, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the compressor of a heater-cooler system 3t was not running, just clicking and not cooling at all. The issue occurred when the machine was in service. There was no patient involvement.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported, neither concerning trend has been identified. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed more than 4 years after the upgrade which suggests that the issue is most probably caused by corrosion and not erosion and occurred over time independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.